Event description:
Caller alleges observing a false negative result using the hcg combo cassette. Per customer, following the patient's visit, they are given a test to take home to perform post embryo transfer. Patient did the test early in the morning and the result was negative. The patient then performed 2 home pregnancy tests and both returned positive results. Patient contacted the customer centre and was then referred to her general practitioner to have a blood test. Time from initial test to blood test was around 4 hours. The results of the blood test are unknown. Alere (B)(4) has requested further information regarding event. No further information was received.

Manufacturer narrative:
Customer did not provide a lot number. Unable to perform further investigation due to insufficient event details. Root cause could not be determined from the information provided. This issue will be tracked and trended.